Event description:
Complainant alleged that during a syncronized cardioversion on a patient, the device delivered the first shock successfullly, however failed to discharge on the second attempt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.